Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg); value was unknown. Reportedly, the carbohydrate ratio and correction factors settings needed adjustment. A glucagon kit was administered to treat bg. Reportedly, the contact consulted with healthcare provider regarding adjusting the settings.